Event description:
Customer reported they were having image quality difficulties. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated this system. A follow-up will be forth-coming.